Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
: Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they have been sick and haven't been able to use their therapy. Patient said they noticed their therapy was off at least 2 weeks ago, and they did not know that it had been powered off. Patient stated that their therapy is not working and they are concerned it turned itself off again. Patient services attempted to walk patients through how to connect to their settings, but the communicator wasn't charged. Patient will charge communicator and call back if they need further assistance. The patient was redirected to their healthcare provider to further address the issue. Reviewed roll of rep with patient.